Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. End of life (eol) was also declared after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The device has been returned and is undergoing analysis.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, declared end of life (eol) less than one month after declaring elective replacement indicator (eri). The battery voltage was 2.64 volts and the charge time was 34 seconds. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.